Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that. That the right atrial (ra) lead was dislodge and there was extravascular lead anchor sleeve slippage and exhibited high threshold. The right ventricular (rv) lead triggered lead integrity alert (lia) for sensing integrity counter (sic), rv lead pacing impedance variation, spike in pacing impedance and rv high threshold. The rv lead was also stated to be dislodged. The patient had presented for lead extraction due to the dislodged ra and rv leads. A x-ray indicated that the rv lead had pulled back from the original position with only a small portion of the tip in the rv. The ra lead was completely pulled back and coiled in the pocket site. Upon opening the pocket the physician confirmed that the ra lead was completely coiled in the pocket and was no longer inside it suture sleeve. With further pocket inspection the physician noted that there was discolored section of the pocket and organic growth around the implantable cardioverter defibrillator (ICD) header as well as throughout the pocket. There were visible sign of pocket infection with purulent discharge. The device system was explanted. No further patient complications have been reported as a result of this event.